Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture (baker grade iii) and suspicion of rupture", confirmed via ultrasound and MRI. Later regulatory agency reported "bilateral stage iii periprosthetic shells, confirmed via ultrasound and MRI also highlight a doubt about a left extracapsular prosthetic rupture" this report is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture (baker grade iii) and suspicion of rupture". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture (baker grade iii) and suspicion of rupture", confirmed via ultrasound and MRI. Later regulatory agency reported "bilateral stage iii periprosthetic shells, confirmed via ultrasound and MRI also highlight a doubt about a left extracapsular prosthetic rupture" this report is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional later reported rupture on the left side was suspected, but has not been confirmed at explant.